Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately 23 months ago. The vessels were straight with narrowing. It was reported that there was thrombus in the left iliac limb of the bifurcated stent graft and no endoleak present. The limbs were crossed at the time of implant and the patient experienced "foot drop". When cut down for the procedure was performed, the nerve to the leg may have been damaged resulting in "foot drop". The decision was made to perform a fem-fem bypass in order to address the thrombosed iliac limb. The physician reported that the patient was being taken to surgery; however, no additional clinical sequelae were reported and no additional information was provided.

Manufacturer narrative:
Evaluation: results: arterial and venous occlusion. Narrowing of the iliac limb. Nerve damage during cut down caused foot drop. Conclusions: narrowing of the iliac limb. Nerve damage during cut down caused foot drop.